Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2019 and mesh was implanted during which the surgeon noted a large amount of bowel adhesions to the mesh. It was reported that the patient had hernia repair surgery on (B)(6) 2014, (B)(6) 2016 and (B)(6) 2017 with the same product of mesh was implanted to all revision surgery. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure is captured under separate file. No additional information was provided.